Manufacturer narrative:
The investigation for the introducer damage has been completed. The device was not returned for evaluation. Without additional clinical details, the root cause of the introducer damage has been completed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a high risk percutaneous coronary intervention patient. The team made the choice to use the 7 french via the single access in the 14 french at the femoral artery. The 7 french sheath interacted/had resistance and the team observed the sheath had collapsed upon itself. The sheath was replaced without harm or injury and the support was proceeded. No patient harm was reported.